Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level of 500 mg/dl. The customer was treated with intravenous insulin and saline and was released from the ER approximately 4-5 hours later with the issue resolved and no permanent damage. The cause for the reported issue was due to the pump's usb port being damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.